Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and a cerebrovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death; cerebrovascular) for the same pt involving three separate products.